Event description:
It was reported that after a transcarotid artery revascularization (tcar) procedure, the patient experienced right arm weakness that persisted greater than 24 hours. Magnetic resonance imaging (MRI) revealed new white lesions in the watershed zones from embolic mechanisms. At this time, it is unknown if the reported event is related to procedural issues, patient's pre-existing condition, physician technique, or a silk road medical device failure, hence, the event will be reported out of abundance of caution.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred; the cause of the post-operative complication is unknown, therefore, the complaint will be reported out of abundance of caution. Complaints will continue to be reviewed and monitored for trends. A supplemental MDR will be submitted if additional information is received.